Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was returned to the manufacturer's service center and the customer's complaint was confirmed. The device event log showed a pressure sensor mismatch service required alarm condition. The device's machine flow sensor mesh was found to have dirt contamination. The machine flow sensor was replaced to address the issue. Additionally, the device's motor blower and muffler assembly were replaced due to dirt contamination. The device's air inlet foam filter and particulate filter were replaced preventatively. The device was cleaned and tested and passed all final testing.